Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the (b)((6) rod bender broke during surgery. The procedure was completed using an alternative bender. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned rod bender was evaluated. The components were found to be worn and disassembled, likely from repetitive use over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.